Manufacturer narrative:
The complete lead was received in two pieces. Final analysis found that all five filars of the inner coil were fractured, due to cyclic stress.

Event description:
It was reported that the atrial lead exhibited loss of capture, loss of sensing and high impedance due to lead fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.